Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es was not detected on the bus due to a hardware error and was not communicating after recovery was attempted. A field service engineer replaced the pas retractor band and administered the hardware test application final test, which passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and displayed a not detected on bus message. The customer attempted to recover the unit, which was successful once; however, the issue had reoccurred and subsequent recovery attempts have been unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.